Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbb1d1 ICD implanted: 2013-(B)(6); d154awg ICD implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and the patient received an inappropriate shock. The rv lead remains in use. No further patient complications have been reported as a result of this event.